Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and found that sensor wire was missing. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.